Event description:
It was reported the patient had a ¿horrible¿ fall three months prior where they broke their leg and toe. Since the fall, the patient¿s stimulation would make their toe¿s curl. At the time of report, stimulation was on at 5.5v. The patient did not feel stimulation and was not in pain. Stimulation was increased to 7.8v and the patient began to hurt in their ¿bottom¿ and toes. Stimulation was turned down to 0.0v and ¿it was still hurting.¿ the stimulation was confirmed to be off. It was indicated the patient patient¿s symptoms ¿already came back.¿ a burning sensation was also noted. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v487230, implanted: 2010-(B)(6), product type lead. (B)(4).